Event description:
On (B)(6) 2020 additional information was received from the manufacturer representative (rep). They reported tissue cultures from t he suspected infected pocket were returned negative for infection. It was determined by the healthcare professional (hcp) that the extreme swelling, bruising, and drainage was due to a significant hematoma at the pump pocket site. The international normalized ration (inr) was reportedly 16 just prior to explant, and the excessive bleeding and low blood volume was what the tachycardia was attributed to. As of yesterday, the hcp informed the rep that the patient was recovering well, and had been discharged home after a 2 day hospital stay.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 10.6 mg/ml of dilaudid at 2.9 mg/day and 133 mcg/ml of clonidine at 36 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient presented to the ER febrile with an infected pump pocket and an elevated heart rate. There were no diagnostic or troubleshooting actions performed as there was no suspected product issue. There were no known environ mental/external/patient factors that might have led or contributed to the issue. The system was fully explanted on (B)(6) 2020 and discarded. The pocket was irrigated and the patient was administered antibiotics. The issue was not considered resolved at the time of the event as the patient reportedly developed a septic infection. The patient's medical history reportedly included multiple co-morbidities.